Event description:
It was reported that during a procedure involving the fusion oxygenator, a crack was observed in the oxygenator, which resulted in bubble formation. The oxygenator was replaced, and the procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction e. Initial reporter. First name, last name, phone number: these fields were corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5: medtronic received additional information that there was there blood circulating through the oxygenator while oxygen was being delivered when the bubbles were observed. The recirculation port was used during priming and during the case. It was stated that large amounts of suction and venting were not used. There was no visible air in the system/tubing aside from the bubbles in the oxygenator. The bubbles were observed without the alarm of the bubble detector. The purge line was run into the venous drain tube. Device evaluation summary: visual inspection showed the device was used and the temperature monitoring adapter (tma) was broken off. Pressure integrity testing showed no internal or external leaks when run at 3 l/min with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for ease of prime testing. Testing was conducted and the results are as reported below. ¿ initial prime time (time of complete removal of air at 4 l/min) = 15 seconds ¿ bubbles observed after 10 minutes with 150 mmhg back pressure at 7 l/min = no the reason for return was visually confirmed by the video provided by the customer; however, it was not replicated in the blood lab. Correction h8 (usage of device): this field has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.